Event description:
According to the literature source of study performed between 2017 to 2022, a retrospective study of 569 cases between 2017 to 2022 measured the rate of ileostomy site incisional hernias (isih) within one year after diverting loop ileostomy (dli) reversal. The presence of isih was confirmed with computed tomography. At the time of dli reversal, polyglyconate (maxon) suture or competitor sutures were used. Maxon had two times increased odds of isih development compared with the use of competitor suture for fascial closure. In this study, maxon was used in 184 cases of dli reversal, 84 of those cases resulted in an isih. Interventions were not specified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between 2017 to 2022, a retrospective study of 569 cases between 2017 to 2022 measured the rate of ileostomy site incisional hernias (isih) within one year after diverting loop ileostomy (dli) reversal. The presence of isih was confirmed with computed tomography. At the time of dli reversal, polyglyconate (maxon) suture or competitor sutures were used. Maxon had two times increased odds of isih development compared with the use of competitor suture for fascial closure. In this study, maxon was used in 184 cases of dli reversal, 84 of those cases resulted in an isih. Hernia recurrence was treated with repair.